Manufacturer narrative:
The complaint of leaks on item lat-ch3034 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history review (DHR) lot# was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.

Manufacturer narrative:
The device is not available for evaluation. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Event description:
Event occurred regarding a set de transferencia con spiros where the reporter stated that upon visiting the pediatric service at the (B)(6) hospital, she was informed that they were following the spill protocol because of a leakage of 100 ml of cytarabine, an oncological medication. Since the patient was a male child, the loss of this volume of treatment is significant. The event occurred during patient use; however, there was no harm.